Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation sent the device for downstream occlusion testing on high, low, and medium settings and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a review of event history log revealed multiple occurrences of "downstream occlusion!" Alarms, however, downstream occlusion detection testing failures cannot be determined through the history log.